Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon investigation the monitor failed incoming functionality testing and was unable to power up. The cause for the failure was isolated to multiple defective components on the computer/analog pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.